Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. U.s.

Event description:
Customer reported that qr was cracked on (B)(6) 2026.there was no harm reported with this complaint because there was no indication of harm in the describe event of problem.